Event description:
It was reported that during a tonsilectomy procedure, the active blade of the shears broke. The tip fell into the patient, but was retrieved. After the removal of the blade tip, the procedure was completed normally.